Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at window display corner, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's mother that the customer had a pump screen that was badly scratched. Screen cannot be read by the customer. Scratches may have been there longer but the educator saw the scratches on (B)(6) 2014. Customer's blood glucose level was 5.0 mmol/l. Customer was advised to disconnect from the pump. Screen looks foggy and is hard to read. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.